Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: once the web was properly positioned into a ruptured aneurysm, the physician tried to detach it with the first wdc and it remained connected to the pusher wire. She then made several attempts to detach it moving the microcatheter back and forth and changing some wdcs, without success. She then retrieved the web into the microcatheter and opened a new one, successfully implanted and detached, with no clinical sequelae for the patient. Patient still hospitalized due to clinical schedule, the patient is fine and stable and just staying in the hospital as part of the treatment.

Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube kinked at the distal and proximal ends and the heater coil windings stretched. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The returned detachment controllers were found to function as intended; however, one of them is a vg2, which is not intended for use with the web system. A CAPA has been initiated. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional information received regarding the event.